Event description:
Reporter indicated that vns pt had passed away due to apparent suicide. The pt was implanted for treatment of epilepsy. Certificate of death indicates that the pt died at their residence from a self-inflicted gunshot wound to the head. The manner of death is listed as suicide. No autopsy was performed. Review of manufacturing records for both pulse generator and the bipilar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.